Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-00934 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd vacutainer® no additive (z) tubes that there was missing additive. The following information was provided by the initial reporter: customer reports the no additive tube is clotting within 30 min after blood collection. Not allowing pipetting.

Event description:
It was reported that while using the bd vacutainer® no additive (z) tubes that there was missing additive. The following information was provided by the initial reporter: customer reports the no additive tube is clotting within 30 min after blood collection. Not allowing pipetting.

Manufacturer narrative:
E.7: initial reporter (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.